Event description:
User received an erratic ferritin result for one patient sample. The patient sample originally resulted at 0.500 ng per ml and was reported out as less than 1 ng per ml. The result was questioned and the repeat result from 2009 was 29.24 ng per ml. The user spoke to the patient's physician and the patient has not been adversely affected by this issue. If additional information is received, appropriate notification will be provided.